Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a dropped nuclei of the right eye following laser assisted cataract surgery and during phaco treatment. An anterior vitrectomy was performed followed by implanting the intraocular lens in the sulcus and gas filled in the eye. The surgeon reports the laser could have possibly cut the posterior capsule. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No additional information expected. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
No further additional information is expected.

Manufacturer narrative:
G6 corrected. Additional information provided in b.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G6 corrected. Additional information provided in h.3., h.6., and h.10. No additional information expected. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
No further additional information is expected.

Manufacturer narrative:
Additional information provided in b.6. The manufacturer internal reference number is: (B)(4).